Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the right ventricular lead was exhibiting high capture threshold and decreased r-wave amplitude sensing. The procedure was completed using a different lead. The patient was recovering after the procedure.